Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ok keypad button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 02/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/01/2016 with the following findings: during investigation, the pump was returned with all of the keys responding intermittently. There was no evidence of physical damage to the keypad. The keypad was removed and there was contamination found on all the button contacts. Unrelated to the original complaint, the battery compartment was observed to be cracked from the bottom traveling to the bumper. Additionally, the display appeared discolored.